Manufacturer narrative:
(B)(4). Batch n93k18. The device was returned with a damaged packaging shipping box and damaged blister. The device was in good physical condition. The packaging was inspected and it was concluded that the damage to the shipping box/blister was caused by dropping. The device was connected to the gen11/pi key to test functionality. The device was functional and worked as intended. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that prior to an unknown procedure, the sterile package of device was damaged and it couldn't be used according to sterilization issues. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.